Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter the device was difficult and impossible to open. The jaws were partially open. There was no patient involvement.

Manufacturer narrative:
There are no remedial actions associated with this event. If information is provided in the future, a supplemental report will be issued.